Manufacturer narrative:
The association between coopervision lenses and the event is unconfirmed.

Event description:
The patient experienced symptoms of eye redness, pain, decreased vision and discharge in the right (od) eye while using the device and sought emergency medical treatment. The patient was diagnosed with a corneal ulcer, she was prescribed besivance and referred to an ophthalmologist, who then referred the patient to a corneal specialist. The diagnosis of infectious corneal ulcer was confirmed by the corneal specialist. It is also reported by the health care provider that the patient was diagnosed with a hypopyon and persistent epithelial defect of the right (od) eye. Corneal cultures were taken and showed no growths. It is expected that the patient will experience a permanent reduction in visual acuity as well as a central corneal opacity. The patient was prescribed besivance, tobramycin, and doxycycline. Patient has been seen for numerous follow-up visits with the corneal specialist, treatment is ongoing. At the patients most recent visit on (B)(6), it is indicated that the hypopyon has resolved, the epithelial defect is shrinking, and infiltrate is resolving; however, the corneal "scaring" has increased in size. This event is being reported due the use of medical interventions or medications to prevent or preclude permanent injury or impairment and the health care providers expectation of permanent injury, central corneal opacity and decreased visual acuity. Should further information become available after the date of this report, a follow-up report will be provided to the FDA.